Event description:
From (B)(6) 2024 to (B)(6) 2024, more than 20 erroneous results were reported out by one of our roche cobas c503 analyzers (c503-1). The analyzer did not show any warning for any of the impacted tests, including albumin, creatinine, co2, glucose, and bun. Our lab stopped all patient testing on the c503-1 after receiving complaints from physicians. On (B)(6) 2024, a non-detectable co2 result was observed on c503-1, and the repeated result was 22.5. This case prompted us to open a service ticket with roche to get an explanation for the discrepant result. On (B)(6) 2024, an alert about low pressure in liquid vacuum tank showed up on c503-1, and a service engineer came onsite and fixed the vacuum issue. Also, he attributed the co2 issue to the vacuum problem. On 5/3/24, we received complaints from our providers regarding non-detectable creatinine results for some patients. After investigation, we found all the problematic results were released from c503-1. From this same analyzer, erroneous glucose results were also found before releasing to patient charts. Two problem tickets, one for glucose and one for creatinine, were placed with roche on 5/3/24. An on-site service was performed the same day, and found the cell rinse level in c503-1 was too low, causing improper cleaning of reaction cells. -2 albumin: 0.6 (initial reported) to 5.03 (corrected), 0.5 (initial reported) to 4.41 (corrected) - 6 bun: all 6 results were initially reported as < 2; the corrected results were 15.5, 15, 16.5, 12.5, 8.07, and 11.9 - 3 carbon dioxide: all 3 results were initially reported as < 4; the corrected results were 22.5, 19.3, 20.2 - 9 creatinine: all 9 results were initially reported as <0.12; the corrected results were 0.37, 0.69, 0.57, 0.83, 0.85, 0.45, 0.82, 0.85, 0.37 - 1 glucose: one result was reported as <9; the corrected result was 87.